Event description:
Pt presented with nagging chest pain in small clinic. ECG did not reveal acute changes but there was a pre-existing abnormality. Result of an I-stat ctni test on pt was 0.13 ng/ml (relative to the 99% reference range of 0.08 ng/ml as specified in the device labeling). Pt transferred to hospital and a diagnostic cardiac catheterization was performed. No evidence of coronary artery disase (cad) was found. A cardiac troponin t test was performed (time unknown) at the hospital and result was negative.